Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that "the drain had urine leakage at the locking location of the drain tip attachment wire." This issue reportedly did not result in any adverse events or additional procedures, as the device was exchanged soon after placement, as the leakage occurred almost immediately. The circumstances surrounding the usage and handling of the complaint device are unknown. The device will not be returned for evaluation.